Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery remaining capacity decreased from ten to four months in a three month time period. Technical services (ts) could not confirm this suspicion since engineering analysis has not been performed. The health care professional (hcp) who reported the event is going to discuss with the referring physician. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery remaining capacity decreased from ten to four months in a three month time period. Technical services (ts) could not confirm this suspicion since engineering analysis has not been performed. The health care professional (hcp) who reported the event is going to discuss with the referring physician. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. At this time, no further information is available.